Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of terrabacter tumescens species as listeria monocytogenes in association with vitek® ms instrument (ref. (B)(4), serial number (B)(6)). The status of fine-tuning at the time of acquisition was good. The calibrator spot preparation quality was also good. The calibrator ¿all peaks¿ values were quite homogeneous. The expected identification, terrabacter tumescens, is not present in the vitek® ms knowledge base (kb) v3.2. The following system limitation is stated in the vitek® ms kb user manual clinical use v3.2 (us) ref. (B)(4) - a1, ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ global customer service (gcs) has asked research & development to add terrabacter tumescens in the list of species to consider for the future vitek® ms kb versions. The sample data analysis revealed the misidentification was obtained with a low number of all peaks (48). This could be due to a non-optimal sample deposit. The root causes of the misidentification are the following: system limitation: species not in the vitek® ms kb v3.2. Non-optimal spot preparation see section h10.

Event description:
A customer in the united states notified biomérieux of a misidentification of terrabacter tumescens species as listeria monocytogenes in association with vitek® ms instrument (ref. 410895, serial (B)(4)). The customer tested the isolate twice. Vitek ms obtained a no identification result for the first testing, and an identification as listeria monocytogenes species (99.8% confidence rating) with a second spot for the repeat test. The customer sent the isolate for identification to another laboratory, as the listeria identification seemed inconsistent to them. The isolate was identified as terrabacter tumescens by genetic identification. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomerieux internal investigation has been initiated.